Event description:
It was reported via repair work order that the brakes could not engage due to damaged brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.